Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited low battery. It was suspected that the device was exposed to cold temperature resulting in the diagnostic anomaly of low battery. No intervention was performed. The patient will continue to be monitored.